Manufacturer narrative:
E2, e3, & g2: additional information has been obtained and provided. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of black foreign material in the biopsy channel could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Corrected data: h10 (additional information related to the customer response stating that the reprocessing steps at the material residue point were not deviated from the instruction manual was inadvertently omitted from the previous follow-up report.).

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation were not confirmed. In addition, the evaluation found: minor scratches, cracks on the bending section cover adhesive, which was noted on both the insertion tube and distal end sides of the bending section cover; the distal end cover had bents and scratches on the light guide tube, the biopsy channel was inspected with an olympus borescope; multiple dark spots, burns and discoloration are seen on the channel wall, however nothing causing restriction was noted. Further information was provided by the customer. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown what the foreign material was. The foreign material was a brownish black, greasy substance that came out while bushing the inner channel. There was no delay in the start of the pre-cleaning. The air/water channel was flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, during an unknown diagnostic procedure while using the colonovideoscope, the doctor experienced resistance when trying to pass biopsy forceps down the channels. There was a burning smell and black residue was found when cleaning the scope. The doctor removed the forceps and tried to pass a snare down and was unable to pass it down the channels. A second scope was used and the same issue occurred. There were no reports of patient harm. This medical device report is related to patient identifier (B)(6).